Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ eclipse¿ had a sterility issue (product not sterile). The following information was provided by the initial reporter: the customer noticed when opening the product packaging, the device did not have a stopper.